Event description:
The customer reported: the spo2 measured parameter (value & curve) gave an impression of a good oxygen saturation condition (100% - "nice" curve). Yet, when compared to a blood gasometry the difference was high by 31% and about an hour later 50%. Due to the displayed values, which were correct, the fio2 setting was progressively decreased until it was stated that the measured sao2 (via gasometry) was dramatically low. The deviation between spo2 on the monitor and the gasometry being persistent, the physician wondered about it, but the pt may have remained in hypoxemia during the whole period. However, no pt injury has been reported. The customer reported taking further action by: -change of sensor location: it was put on the ear: value remained at 100%; -use of an auxiliary spo2 monitor (n200): spo2 displayed by this monitor better matched with gasometry; furthermore fio2 setting was increased; -change of the 2m intermediate spo2 cable; the values matched; -check of the cable that has been removed by biomed: cable check ok!.